Event description:
At about 1 year 6 months from the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 december 2025. Stem: sms solid collared 01.36.147 sms collared solid stem std size 7 (k203041) lot 2244073: (B)(4) items manufactured and released on 22-mar-2023. Expiration date: 05-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.